Event description:
A customer reported that the adc freestyle libre sensor displayed message "scan again in 10 minutes" and detached prematurely and was therefore unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness, and required the treatment of glucagon injection provided by his wife. Customer regained consciousness after 15 minutes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.